Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly found - normal device function.

Event description:
It was reported that the pump was explanted due to infection. The pt was diabetic and a smoker, and the wound was not able to close properly. The infection was not related to the pump per the health care professional. It was stated that the pump "was never filled due to complications with the wound." However, the pump logs indicated that the last refill occurred on (B)(6) 2008. The pump was not replaced. The pt was doing fine. The medication being delivered via the device system was dilaudid.